Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a fibre was noticed in the eye during the implantation of an intraocular lens (iol). Additional information was received and it was learnt that there was no harm to the patient; only a minimal delay in the surgical procedure. Reportedly, both the lens and the cartridge were disposed of by the customer. Visual acuity pre-operative: uncorrected 6/9; best corrected 6/6 . Visual acuity post-operative: uncorrected 6/9. No further information was provided. This MDR is to record the cartridge. A separate report will be filed for the lens.

Manufacturer narrative:
Device evaluation: a photo was received for evaluation and was reviewed. A black fiber was observed, but it does not appear to be inside the eye. The plastic of the device and the coating are clear, indicating that this fiber cannot be part of the cartridge. Therefore, based on the evaluation of the photo, the origin and type of fiber cannot be confirmed. As reported, the cartridge was disposed of and therefore, not available for investigation. The customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provides the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.